Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided. Test strip lot#: not provided.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. On (B)(6) 2013, the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date in (B)(6) 2013, the patient obtained an error message on the reported meter several times; the patient was unable to provide the specific error message that occurred. After several attempts, the patient was able to successfully test his blood glucose level, however, he was unable to provide that reading. The patient claimed that after the use of the meter, he experienced the symptoms of shaking, sweating and rapid heartbeat, which are the patient's symptoms of low blood glucose levels. The patient administered self-treatment by taking a decreased dose of novorapid insulin 6 units. It is not clear why the patient took insulin and no food or glucose if he was experiencing low blood glucose symptoms. He did not seek any medical attention. The patient manages his diabetes with novorapid insulin taken on a sliding scale and lente insulin 7 units daily. The issue was not resolved with troubleshooting. The meter and test strips were replaced. Although the patient was able to obtain an actionable blood glucose reading, he allegedly developed symptoms suggesting severe hypoglycemia after the meter error message issue occurred. Therefore this complaint is being reported.